Event description:
Spontaneous: patient reported her tubing leaked during infusion. No missed dose; no adverse drug event reported; unknown if available for return; unknown lot/expiration. No further information known. Tubing used to infuse gammagard 1gm/10 ml infuse 12gm (120ml) subcutaneously once every 2 weeks. Reported to (B)(6) by pt/caregiver.